Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose (bg) was 93 mg/dl for the past occlusion. However, the day of report, the school nurse disconnected the customer from the pump and administered a manual injection. Reportedly, the contact did not know bg information. The supplies were changed to address the event.